Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the white energy capacitor was disconnected from the j18 spade connector. This will result in the inability to deliver defibrillation energy. The customer received a replacement device. This device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed the device did not deliver defibrillation as expected.